Event description:
Paramedics responded to a person complaining of chest pains and shortness of breath. The device was connected to the patient with ECG leads for cardiac monitoring. While being monitored, the patient became unresponsive then pulseless and apneic showing vfib on the monitor display. Disposable defibrillation/ECG electrodes were then connected to the patient and the device was charged and discharged but, according to the report, no energy was transferred to the patient. This opinion was based on the absence of the patient's skeletal muscle reaction to the defibrillation shock. The report states that a second shock was attempted with the same results. The defib pad leads were then checked and found to be disconnected from the therapy cable's quik-combo connector. The leads were reconnected and the device subsequently delivered energy to the patient. The patient's rhythm converted to pea vs. Asystole and was transported to the hospital ER. The patient was not resuscitated but the report indicated the patient's death was not the result of the alleged malfunction because of the short time taken to troubleshoot the problem and deliver energy to the patient.